Event description:
A us distributor contacted zoll to report that a patient developed open sores under the lifevest equipment. The patient¿s physician prescribed an antibacterial cream and advised removal of the device due to the skin irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.